Event description:
Event description guidant received information that this lead, which was implanted yesterday, displayed low amplitude r waves, and farfield oversensing of atrial paced events on the right ventricular channel. This caused rvs after ap, then vf lvs markers and lack of bi-v pacing. The device was reprogrammed but the oversensing persisted. The rv lead was repositioned, however after repositioning the lead several times and not obtaining adequate capture, the patient developed a cardiac tamponade from a perforation of the right ventricle. The local guidant representative confirmed the rv lead was abandoned, and the ports plugged, and a pericardial centesis successfully stabilized patient. A new rv implant from the right side will be attempted in a future date.